Event description:
Customer's mother called to report they had been having issues setting up the emergency insulin pump that was sent. The insulin pump had alarmed during the night. Blood glucose reading was 500 mg/dl. Troubleshooting was performed. Informed customer's mother that the alarm will always occur after the first rewind and after exiting training mode. Advised to monitor the insulin pump. Assisted with reprogramming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).